Manufacturer narrative:
Patient weight is unknown. The 510k: this report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that a proximal femoral nail antirotation blade (pfna) did not lock, removal of screwdriver was normal. This resulted in post-operative loosening and migration of the blade and a revision surgery was needed. Concomitant device: pfna nail (part/lot unknown, quantity 1). This report is for an unknown pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record (DHR) review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part 04.027.032s, lot l787091: manufacturing site: bettlach. Release to warehouse date: february 26, 2018. Expiry date: february 01, 2028. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the sleeve of the blade shows wear traces probably due to the normal interaction with the nail. The inner screw used to lock and unlock the blade shows solid and sticky patient debris. The hex interface of the screw show wear traces. The hex interface is working, a hex key can be engaged. The blade can be disassembled without problem but due to the patient residue the blade can¿t be locked. If the locking screw is removed, then the blade can be pushed through the sleeve and the locking tooth of the blade are engaging the locking tooth of the back of the sleeve. The complaint can¿t be replicated as too much patient debris are obstructing the locking screw thread. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Based on the information available and considering the overall complaints rate and the risk management document adequately address the issue reported, it can be concluded that the complaint is valid, and the product is safe for use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.